Manufacturer narrative:
(B)(4).

Event description:
The patient programmer was not connecting to the patient's ins and was not able to adjust stimulation. The "call your doctor" icon and error code 509 displayed on the patient programmer. She had three programs that she changes around a few times a day to walk or talk. Program a was a very low voltage that helps with speaking, program b was for walking/talking (which does not work that well) and program d was her default. The ins turned off last night and she began to cramp up. She was in bed and could not get out. A physician mode recharge (pmr) needed to be performed to clear the 509 error code. A short pmr was started and the recharger screen froze but was able to be cleared. The pmr was successful in clearing the 509 error code. The ins was turned back on and she felt stimulation again. The stimulation felt a little strong but that was expected. The ins was interrogated after the pmr. Within five minutes the therapy was back with no issues. There were high impedances with electrodes: c, 8, 9 and 10. The patient had been in the clinic the past three days and the therapy was improving. It was clarified that the patient switched groups prior to going to bed and when she woke up and tried to turn the device on, the 509 error code displayed. She could not move at all. She was last seen in the clinic on (B)(6) 2013 and could walk for 2.45 hours the day prior and the device was "on" all day. She felt better today.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type lead product ID: neu_unknown_ext, serial# unknown, product type extension product ID: neu_unknown_prog, serial# unknown, product type programmer, physician product ID: neu_recharger_acc, product type recharger. (B)(4).

Event description:
Additional information stated the patient had ¿three weeks of sustainable therapy¿ and then ¿her therapy declined¿ after ¿a rate cha nge from 185 to 180.¿ it was noted the patient was ¿very sensitive to frequency changes.¿ upon returning the patient¿s stimulator frequency to 185, the patient¿s ¿therapy was not recaptured¿ and she ¿continued to decline.¿ it was stated the patient¿s voltage was also increased and that she ¿did not tolerate this without side effects.¿ it was reported the patient was¿experiencing frequent shocking at the pocket site and shoulder.¿ it was stated the patient also experienced a brief issue of this previously along with dystonia. It was reported that ¿impedances did not reflect any apparent issues at that time.¿ the patient¿s health care provider (hcp) was noted to have ¿concerns about a system issue.¿ it was stated the patient¿s ¿lead placement was not ideal.¿ explanting or revising the device and leads was discussed. The patient was scheduled to meet with their hcp in (B)(6) 2013.

Manufacturer narrative:
(B)(4).